Event description:
It was reported that the patient presented for a routine pacemaker replacement procedure. During the procedure, the pacemaker went into back up mode resulting in a loss of pacing which caused the patient to experience a cardiac arrest. Transcutaneous pacing was performed to resolve the cardiac arrest. The physician explanted and replaced the pacemaker. Patient was stable after the procedure.

Manufacturer narrative:
The reported event of no lv output was not confirmed. The reported event of the device in backup mode was confirmed and determined to be due to exposure to electrocautery, which is the safety feature of the device. No other abnormalities were found after the device was restored from backup mode.